Event description:
Additional information stated that exchanging the clips and controller resolved the alarms. The patient tolerated the controller exchange.

Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days (08jul2023 ¿ 13jul2023 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active from 08jul2023 at 04:45:50 - 13jun2023 at 11:43:57. The alarms occurred on both power cables while the controller was connected to battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 01aug2023 stated that exchanging the clips and controller resolved the alarms. The patient tolerated the controller exchange. No products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: hsc-101545) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review and another log file was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023, and (B)(6) 2023 per timestamp). Events occurring on 21sep2023 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active from (B)(6) 2023 at 04:45:50 - (B)(6) 2023 at 11:43:57. The alarms occurred on both power cables while the controller was connected to battery power. The alarms cleared shortly after activating. The driveline was disconnected on (B)(6) 2023 at 12:45:45 and the controller was shut down at 12:46:06. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to a mock loop with the returned 14v battery clips and was able to operate as intended. The system controller was able to operate a pump with no alarms active. Additional information provided on 01aug2023 stated that exchanging the clips and controller resolved the alarms. The patient tolerated the controller exchange. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced power cable disconnects alarms while connected to battery power and mobile power unit (mpu). The patient's battery clips and controller were exchanged. The log file captured some intermittent indications of a weak connection between the batteries and clips. No issues were noted while connected to the mpu. There were no other unusual events recorded in the log file event history and the device operated as intended.